Event description:
See scanned table. The customer reported that she called an ambulance and was taken to the ER. She was diagnosed with hyperglycemia and was given IV fluids. She also reported taking a 4-5 unit manual injection of insulin before the ambulance arrived.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if any product condition could have contributed to the reported ER visit for hyperglycemia.. Lot qualification records were reviewed and the product lot met all acceptance criteria.